Event description:
Reporter alleged blood glucose measured 163 mg/dl at 6:55am, 221 mg/dl at 6:57am, and 86 mg/dl at 7:00am. It was stated customer self treated by drinking orange juice; however, no other actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.